Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had triggered alerts due to high out-of-range shock impedance measurements as high as 159 ohms. Technical services (ts) discussed this may be attributed to lead calcification and recommended performing commanded shocks. It was noted that after the first alert due to a high out-of-range shock impedance measurement in (B)(6) 2022, the shock alert impedance was increased to 150 ohms. This ICD system remains in service, however lead revision was anticipated for the near future. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a recent shock impedance measurement of 110 ohms. This ICD system remains in service and will continue to be monitored at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had triggered alerts due to high out-of-range shock impedance measurements as high as 159 ohms. Technical services (ts) discussed this may be attributed to lead calcification and recommended performing commanded shocks. It was noted that after the first alert due to a high out-of-range shock impedance measurement in (B)(6) 2022, the shock alert impedance was increased to 150 ohms. This ICD system remains in service, however lead revision was anticipated for the near future. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.